Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to pre-existing patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 2. When advancing the ntw (lot: 31127r3023) below the valve, the imaging of the leaflets became dramatically worse. The clip was placed and was deployed. Immediately after deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second xt mitraclip (lot; 30501r1109) was attempted to be implanted to stabilize the slda, but due to poor imaging it was decided to remove the xt clip. The procedure ended with unchanged mr grade 2. It was thought the slda was related to the patient's anatomy. There was no tissue or chordal damage. There was no clinically significant delay.